Manufacturer narrative:
Additional information: a1, b5, d4(expiration date, lot#), g3, h4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 15 days after implanting the dialysis catheter, during the patient's dialysis, when the catheter was in normal operation, under pressure, blood oozed/flew/leak out partially from the junction of the catheter's silicone tube and red luer adapter where a pinhole noted (distal to the luer adapter). Blood would leak from the silicone tube as drops. The dialysis process was stopped. The catheter was repaired using the same product ID and lot on the same day. The tube was directly extubated and replaced. No other treatment and intervention performed. The treatment was completed. Iodophor was the cleaning agent used on the device and it was typically utilized to clean the adapters. The cleaning agent allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized. There was no luer adapter issue. The clamps moved to a new location after treatment. No other products being utilized with the device. Nothing unusual observed on the device prior to use. Flushing was done and the result was normal. There was blood loss of about 30ml. Blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However a video was provided. Visual inspection noted there was a cut in the extension tube which led to a leak. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 15 days after implanting the dialysis catheter, during the patient's dialysis, under pressure, blood ooze d/leak out partially from the junction of the catheter's silicone tube and red luer adapter where a pinhole noted (distal to the luer adapter). The dialysis process was stopped. Iodophor was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The catheter was repaired with the same model. There was no patient injury.